Manufacturer narrative:
Additional info has been requested and if received, will be submitted on a supplemental report.

Event description:
It was reported that, "went to clamp tibia 2nd one side of the lobster claw broke."